Event description:
This spontaneous case was reported by the lay press and describes the occurrence of salpingectomy ("she was affected by essure, lost her fallopian tubes, she almost lost her uterus") and uterine injury ("she was affected by essure, lost her fallopian tubes, she almost lost her uterus") in a female patient who had essure inserted for contraception. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required) and uterine injury (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy). At the time of the report, the salpingectomy and uterine injury outcome was unknown. The reporter considered salpingectomy and uterine injury to be related to essure. The reporter commented: this case was found in a radio program. The interview was performed in the week before. "Affected by the contraceptive method essure" - program "julia en la onda" the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts (excluding this case): salpingectomy: n° (B)(4) cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.